Event description:
It was reported the customer had a blank display. The customer also reported that their battery compartment was neither damaged or corroded. Customer's blood glucose was unknown. The customer also reported that the display did not return after they had inserted a new battery. Customer also reported that the insulin pump would malfunction at times as it would randomly turn off. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.